Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficulty retracting the foot was not confirmed during returned analysis. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely the foot caught tissue resulting in the inability to retract the foot resulting in the resistance of the device during removal. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is being filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via a large-bore sheath hole prior to an interventional endovascular aneurysm repair procedure. Reportedly, the sutures of two prostyle devices were placed without difficulties; however, the foot did not close completely which caused severe resistance and a lot of force to retract the devices. A cut-down was performed to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.